Event description:
Caller states the patient tested 5.4 inr and 3.2 inr on coaguchek xs system 1, and 4.0 on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.